Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. An f-49 alarm was not identified; however, an f-94 alarm was identified during the alarm log review and functional testing. The cause of the f-94 alarm was determined to be a swollen main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 alarm. This occurred when the pump was turned on. There was no patient involvement. No additional information is available.